Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic lobectomy event description: they were using 15mm trocar, and inner seal fell into the patient. The inner seal was retrieved safely with no patient injury. The faulty product was discarded by the hospital. Additional information received from applied medical account manager via email on 28aug2024 "name of the procedure is laparoscopic lobectomy and seal fell in the middle of the surgery." Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the dislodged shield was caused by an asymmetrical instrument that was inserted in a non-axial manner such as a veress needle. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has performed a historical trend analysis and review of production records and no trend was identified. [Correction] section d1 (primary unique device identification number) has been updated.

Event description:
Procedure performed: laparoscopic lobectomy. Event description: they were using 15mm trocar, and inner seal fell into the patient. The inner seal was retrieved safely with no patient injury. The faulty product was discarded by the hospital. Additional information received from applied medical account manager via email on 28aug2024 name of the procedure is laparoscopic lobectomy and seal fell in the middle of the surgery. Type of intervention: the case was completed with the new one. Patient status: no patient injury.